Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 pm after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test with a high result of 468 mg/dl. No significant symptons were experienced so out of concern for the high reading the end user was taken to the ER. Laboratory test along with blood glucose were perforned but the end user could not recall the results. After 2 hours in the ER the end user was discharged with a blood glucose reading of 171 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.